Manufacturer narrative:
Unknown manufacturer, unknown catalog number, unknown expiration date, unknown lot number, unknown unique identifier number, PMA/510(k) unknown, manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® edta, customer is seeing an increase in hemolysis when drawing from a port.